Manufacturer narrative:
The unit had unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces had no anomalies. The unit had a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.